Event description:
A customer reported that results from one patient sample obtained from a vitros 5600 integrated system were associated with the incorrect sample identification (sid). The event was detected prior to the sample results being reported from the laboratory. The event could lead to erroneous results as results would be associated with the incorrect patient. The erroneous results could potentially lead to inappropriate physician action if not detected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation of this event determined the root cause was user error. A review of data logger files confirmed the operator manually edited the sample programming for an existing sid and inappropriately assigned the incorrect sid to the sample. Current device labeling, (vdocs, editing sample programming), indicates use of the save/next target will save all changes made including the sid. The vitros 5600 system did not malfunction.